Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported an attempt was made to close an unspecified access site using a prostyle device; however, when the plunger was withdrawn, a cuff miss occurred. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional device was received: the prostyle device was attempting to close the access site at the right common femoral vein via a 7f sheath hole using the pre-close technique prior to an interventional ablation procedure. The sheath was upsized to 8.5f and the procedure was completed. Hemostasis was achieved with the one additional pre-placed prostyle suture.